Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited high power, vad stop, and experienced pump thrombus. Anticoagulation therapy was administered. The vad was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported high power event was confirmed via log file analysis which revealed an increasing trend in power consumption starting (B)(6) 2018. 1 high watt alarm was logged on (B)(6) 2018 and 11 high watt alarms were logged since (B)(6) 2018. However; no vad stop alarms were logged within the analyzed period, so the reported vad stop event could not be confirmed. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification. Visual examination revealed no abrasions on the upper/lower housing ceramic surfaces or on the superior/inferior surfaces of the impeller. Pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported event can be attributed to external factors such as thrombus formation/ingestion. If information is provided in the future, a supplemental report will be issued.